Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2025 at 9:00, the patient was admitted to the hospital due to left sided waist and abdominal pain for 8 hours, accompanied by nausea and discomfort. After completing relevant examinations, the doctor ordered surgical treatment. At 10:05 on (B)(6) 2025, the patient underwent left flexible ureteroscopy and laser lithotripsy, ureteroscopy, double j tube indwelling under general anesthesia. After the operation, they returned to the ward and was ordered to retain catheterization. At 23:33, during the ward inspection, it was found that the patient foley catheter was dislocated, the catheter balloon was ruptured, and the balloon wall was intact. The doctor on duty was reported to stop the catheterization. Comfort the patient, instruct the patient to drink more water, and closely observe the patient urination. At 23:50, the patient urinated on his own, and the adverse events improved.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The product catalog and lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.